Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer passed bench testing. Analysis found the touch screen and both latches in the bezel were cracked, the cover of the cable bay was ripped out of the programmer, and the stylus was missing. It was noted error was found in the programmer software updates.

Event description:
It was reported the programmer switched off suddenly. The programmer was returned for service. No patient complications have been reported as a result of this event.